Manufacturer narrative:
Per distributor the customer expected to return the fiber for analysis. As of 8/13/2007 no device eval results are available and no conclusion can be drawn regarding root cause of the incident. As follow-up MDR will be submitted if lumenis obtains additional info.